Event description:
Boston scientific corporation became aware of an event in which the subject device was used off-labeled and the patient died. No problems were identified with the subject device, which was successfully deployed during the procedure. An artery was ruptured during the procedure.